Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had migrated. This crt-p was repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was repositioned as it had migrated. Additional information received indicated that this crt-p was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed and found no evidence of device defect. Malfunction or damage outside the bounds of normal medical use.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Correction to field b2: outcomes attrib to adv event. The returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was repositioned as it had migrated. Additional information received indicated that this crt-p was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was repositioned as it had migrated. Additional information received indicated that this crt-p was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Correction to field b2: outcomes attrib to adv event. The returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed, passed all tests performed, and exhibited normal device characteristics. Correction to field f10: patient codes and h6: patient codes. Patient code 3191 captures the reportable event of surgery.